Event description:
It was reported that pump experienced recurring malfunction alarms despite multiple customer reset attempts. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.